Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer in a clinical study reported that the patient had a nerve stimulator that tightened all their muscles including their organs. The patient had to go to the emergency room due to horrible pain. The patient had seen doctors previously and they gave her medication.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type :lead. (B)(4). See also mfg. Report no. 3004209178-2015-16931 with respect to previously reported information related to the consumer¿s 2011 explanted implantable neurostimulator (ins).

Event description:
Information received from the patient reported she had one implantable neurostimulator (ins) explanted in 2011 and the other ins in 2012. She had both devices explanted because the devices hardened all her muscles. The patient stated physical therapists said the device had stimulated her heart and lung muscles. She had seen different doctors, and they kept giving her muscle relaxers, but this was not resolving the issue. Relevant medical history included: failed back surgery syndrome.